Event description:
It was reported that the patient had another inappropriate shock due to t-wave oversensing and noise. The patient will be checked by the local representative. There were no additional adverse patient effects. The system remains implanted.